Manufacturer narrative:
Insulin pump passed the displacement test but a33 alarm during the basic occlusion test due to moisture drive motor sensor. Unable to perform the occlusion, prime and excessive no delivery test due to moisture drive motor sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 593 mg/dl at the time of incident and treated with manual injection. Customer other relevant blood glucose level was 289 mg/dl. Customer also stated that the insulin pump alarmed compromised force sensor system and drive support cap was normal. Customer declined trouble shooting for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.